Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation ill be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead the pace impedance measurement had increased. A new lead was used. This rv lead will be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this right ventricular (rv) lead the pace impedance measurement had increased. A new lead was used. This rv lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
The complete lead was returned to our post market quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. The lead passed continuity testing indicating that the lead conductors were intact. Additionally, the inner insulation test confirmed the inner insulation was intact and there were no electrical shorts between the conductors. Visual inspection identified bunching of the inner insulation in the area 23-32 cm from the terminal pin. Laboratory analysis did not replicate the clinically-observed increase in impedance measurements. Based on normal lead resistance measurements and a passing inner insulation integrity testing, it was concluded this lead did not exhibit issues that would have contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead the pace impedance measurement had increased. A new lead was used. This rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation ill be updated.